Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed due to lack of sample and the root cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. The cg stated there was air in the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not know what caused the air in the patient line. The hp stated they discarded all of the samples and did not know the lot number of the supplies. The hp stated that they were able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.